Manufacturer narrative:
Medical safety reviewed the event and noted the following: the patient presented with cardiogenic shock (cgs) following intervention to the left anterior descending (lad) artery. An impella cp was implanted for hemodynamic support. Post-implant, distal limb ischemia was observed at the impella cp access site, prompting escalation to impella 5.5. Six days after impella 5.5 implantation, the patient underwent coronary artery bypass grafting (CABG) and mitral valve replacement (mvr). Postoperatively, the patient developed right ventricular (rv) failure, and an rp flex device was implanted. Subsequently, the patient developed a fever, and the clinical team elected to remove the swan-ganz catheter and central line. Upon removal, the impella rp flex placement signal spiked and flows dropped. It is unknown whether the recommended practice of reducing impella rp flex flows prior to line removal was followed. The impella rp flex was removed, and veno-arterial extracorporeal membrane oxygenation (va ECMO) was initiated. The patient remained on ecpella support until the following day, when the family decided to withdraw care. The patient expired. Assessment outcome is the following the limb ischemia on impella cp considered device-related due to access site involvement. Fever on impella 5.5 and rp flex likely secondary to swan/central line infection but conservatively attributed to devices. The impella rp flex device malfunction reported due to abnormal placement signal and flow drop; root cause undetermined (possible procedural deviation by not reducing flows upon removal of lines). And the death will be reported for impella 5.5 as a conservative measure; clinical deterioration most likely contributing factor. Correction: after review of the case by medical safety, it was determined the impella rp flex is a serious injury type of reportable event (rather than death. The death outcome is now associated with the impella 5.5). Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes and medical device problem code) have been updated, corrected accordingly. Device status. Additional information also noted the impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly. Related medical device reports: this impella rp flex device report is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp and impella 5.5 which is associated with the demise outcome.

Manufacturer narrative:
Impella device was returned for evaluation. Returned pump had significant biomaterial around the bottom side of the impeller. Slight catheter kink observed. Low flow: the cause of the low flow was biomaterial ingestion based on data log and returned pump analysis. Placement signal issue: the cause of the placement signal issue was biomaterial ingestion based on data log and returned pump analysis. Fever: the root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella rp flex for mechanical circulatory support. It was reported that the patient had undergone an intervention to their left anterior descending coronary artery on (B)(6) 2025 and decompensated in the unit. A left heart catheterization and right heart catheterization were scheduled for (B)(6) 2025 and an impella cp was implanted. After the impella cp was implanted, it was noted that the patient¿s leg did not have dopplerable pulses. The decision was made to escalate the patient to an impella 5.5. On day 6 of impella 5.5 support, the patient was taken to the operating room for a mitral valve repair and coronary artery bypass graft. The patient developed postoperative right ventricular failure, and the decision was made to implant an impella rp flex. On day 3 of bipella support with the impella rp flex and impella 5.5, the patient spiked a fever. The medical team decided to remove the swan and central line. Post removal of the swan, the placement signal numbers spiked on the impella rp flex, and the flows dropped. The decision was made to remove the impella rp flex and escalate the patient to veno-arterial extracorporeal membrane oxygenation (va ECMO). The patient remained on impella 5.5 and va ECMO support. The following day, the patient¿s family made the decision to withdraw care of the patient. The patient¿s care was withdrawn, and the patient expired. This complaint involves three impella devices: pump 1: impella cp, with serial number (B)(6). Pump 2: impella 5.5, with serial number (B)(6). Pump 3: impella rp flex with serial number (B)(6). This report specifically addresses pump 3: impella rp flex with serial number (B)(6), which is the subject of this report. Separate reports will be submitted for the other devices associated with this complaint.